Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site (specific date not reported). The patient underwent a procedure to drain the abscess on (B)(6) 2022, and subsequently, was treated with oral antibiotics for 10 days. However, the patient experienced a re-accumulation of fluid around the device (specific date not reported). The patient was treated with oral antibiotics for 10 days for a second time (specific date not reported). The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.